Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their implantable cardioverter defibrillator (ICD) ; "buzzing." It was noted that the patient's device had the magnet alert triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.